Manufacturer narrative:
Internal notification number: 400446073. Device. Reference code pm431r. Device name jaw ins.bip.(B)(4) diss.fcps. 5/310mm. Serial number n/a. Batch number 61967363. UDI device identifier n/a. UDI production identifier n/a. Basic UDI-di n/a. Unit of use UDI-di n/a. Manufacturing date (B)(6) 2014. All listed components and the above mentioned article were returned for investigation. Furthermore, a small sterile bag was returned with two pieces in it. The hygienic condition of the products received was hygienic harmless. Ref.code device name batch: pm450r handle for bipolar instruments unknown. Pm973r insulated outer tube 5/5mm 310mm unknown. Failure description: all mentioned articles as well as the mentioned two pieces have been returned in a sterile bag. The overall condition of the products is used. The components were received in disassembled condition (handle, outer tube and jaw insert; also: the grey silicone rotation knob). Investigation : all components have been investigated by a general visual inspection. Pictures have been taken with a digital camera1. After that, the components have been investigated with a microscope2. While visual inspection, the following observations have been made: · pm431r jaw ins.bip.maryland diss.fcps 5/310mm at the posterior end of the jaw insert where the ball for the connection to the respective handle is located, a slightly deformation of the ball part has been discovered. At the anterior part of the jaw insert, it could be detected that the ceramic insert is no longer complete. At two areas, parts are broken and no longer situated in the joint and also cracks at the ceramic part are visible. Furthermore, the joint area is slightly discolored in a darker red / brown color. Trying to move the joint with minimum manual force by hand, it could be confirmed that the movement is possible. The silver tube which is put over the jaw insert part showed a basically good overall condition. The claws at one wend are slightly bent outwards. The size of the fragments, the obvious similarity to the ceramic part inside the jaw insert pm431r as well as the fact that fragments of the general ceramic insert are missing, it is very likely that the fragments are broken out ceramic insert parts. This is also congruent with the feedback received ("x2 fragments of material fell into abdominal cavity"). · pm973r insulated outer tube 5/5mm 310mm the outer tube shows slightly scratches on the surface area, mainly located at the end areas. Closer to the ends, the scratches are becoming more obvious. At one end (close to the article number inscription), the end part shows a deformation. With magnification, this deformation could be confirmed as curled back and melted, indicating a potential heat treatment at this area. In addition: the outer tube is bent. · pm450r handle for bipolar instruments the handle is in a good overall condition. No visible defects have been detected. A defect could not be detected during the investigation. Batch history review : the device quality and manufacturing history record have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. Rationale : the fragments received are both colored in the same way, which can be recognized as indicator for the same origin. Comparing the appearance of the fragments, it is visible that the colored part is very similar to the ceramic part inside the joint of the jaw insert pm431r. The appearance on the other side of the larger fragment indicates potential heat treatment to the material. This is also matching the observation at the outer tube end (pm973r). Based on this, a general heat situation experienced by the working end (due to application of electric power during surgery for coagulation purposes) is based on this indicators responsible for the defects detected. As the jaw insert itself (pm431r) is manufactured in 2014, the observed defects on the products, the used general condition and no other received market feedbacks to this batch, it is very likely that this issue occurred due to handling influences (e.g. Lateral forces applied to the jaw insert) or sporadic forces (e.g. Drop-down on hard surfaces etc.). Based on the information received and the results of the investigation performed, it was not possible to relate the defect to a manufacturing or material deviance. The bent claws at the tube of pm431r indicate influences by handling, such as repeated assembling and disassembling and regular wear and tear. The slight deformation of the ball part of the pm431r jaw insert, this can also be recognized as consequence by repeated assembling and disassembling of the product over the general product lifetime. For both observations, a material or manufacturing problem can be excluded and are most likely related to regular wear and tear. Corrective action : according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product jaw ins.bip.maryland diss.fcps 5/310mm. According to complaint description: "case was a diagnostic laparoscopy for endometriosis. Broken pieces (enclosed) fell out and into patient. X2 fragments of material fell into abdominal cavity. Both fragments were recovered and removed immediately with no harm done to patient. No further intervention was required and no delay to surgery was recorded." There was no patient harm. Additional information was not available. The adverse event/malfunctions filed under aag reference (B)(4).